Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01509480. Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 258 (non-fasting) and 239 (fasting) mg/dl. The customer's expected fasting blood glucose test result range is 160 - 175 mg/dl and her non-fasting blood glucose test result range is 190 - 200 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2017, she had obtained a result of 258 non-fasting and that she went straight to the ER. Customer stated when she arrived at the ER she was at 133 mg/dl non-fasting. Customer did not mention if she took medication before going to the hospital. Customer did not receive any treatment and she went home on the same day. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/25/2019 and open vial date is 08/29/2017. The meter memory was reviewed for previous test result history: 1:258mg/dl (B)(6) 2017 09:36 am fasting:no. 2:189mg/dl (B)(6) 2017 01:09 pm fasting:yes. 3:186mg/dl (B)(6) 2017 09:30 am fasting:yes. 4:239mg/dl (B)(6) 2017 07:30 am fasting:yes. 5:123mg/dl (B)(6) 2017 09:30 am fasting:yes. Memory concerns:customer is concerned with 239 fasting and 258 non-fasting. Had customer run a control test and she obtained a 247mg/dl (out of range) range: 152-232mg/dl.